Manufacturer narrative:
Other, other text: h6 hehi, evaluation codes: updated. No product was returned for investigation. The complaint is not confirmed. If the product is returned, ICU medical will reopen the investigation and a supplemental report will be sent. No corrective actions are planned at this time. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Date of event is unknown, no information has been provided to date.

Event description:
It was reported a trach tubing was too floppy when inserting; the customer was having issues during placement. "The top of the trach was ok but the end part was not." Customer has tried the cuffed and uncuffed versions. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.